Event description:
It was reported by the scrub tech that the balloon from a mynxgrip (5f) vascular closure device lost pressure on an unk date and no further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.